Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced elevated blood glucose reported at 400 mg/dl while using the ilet and was using meal announcements to correct highs, which led to maladapted algorithms. The user was guided through a factory reset and educated to announce only when eating meals. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, with a usage problem identified related to improper method and the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.